Event description:
Device analysis performed on the returned indirect decompression spacer revealed that the spindle cap was completely sheared off from the implant body and it was damaged and scratched. The detachment of the spindle cap was due to excessive force. This damage to the spacer indicates the break was due to both the deployment against resistance, such as bone, and not correctly attaching the inserter to the spacer. A product labeling review identified that the device was used per the instructions for use IFU product label. Additionally, it states do not force deployment or implant breakage or damage to bony structures may result, and should any resistance be encountered during deployment of the superion implant, it may be suggestive of interference between the implant and bony anatomy, e.g., lamina, hypertrophic spinous process, and, or suboptimal implant positioning. Do not attempt to manipulate the position of the device by gear-shifting the inserter, i.e., gross cranial, caudal, lateral articulation, fig. 8h, as the mechanical advantage or leverage provided by the length of the inserter may be sufficient to damage the implant or surrounding anatomy and deformation, breakage or disassembly of the implant, and spinous process fracture are among the risks associated with the procedure.